Event description:
Procedure type: laparoscopic prostatectomy. According to the reporter: in use, flection part was broken. The fallen piece could be retrieved. Used other device. No bleeding. No tissue damage. Not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).